Event description:
Pt's husband removed cover from tpn bag to spike with infusion tubing. When he removed the cover the tpn solution started running out of the bag. On (B)(6) 2011, pt reported the same issue but fluid was only dripping out this time. It appears there is a defect in the "spike" port of these tpn bags.